Event description:
Pentax medical was made aware of an event which occurred in the united states within the (B)(6) region. The customer reported that they were receiving an error messaged, cannot connect to the processor involving pentax medical video colonoscope model ec34-i10cl, serial number (B)(4). The issue was observed in the operating room prior to use. There was no report of death, serious injury or any event requiring medical intervention. Multiple good faith effort requests were made with no additional information being provided as of 24-nov-2021.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 01-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: leak at lightguide fwj socket, fluid invasion in control body, fluid invasion in segment section image distorted, failed wet leak test, endoscope failed electrical safety test - plct, failed dry leak test, pve connector housing corroded, pve electrical connector frame has severe corrosion, air/ water nozzle glue missing, customer complaint confirmed, electrical ground (fe) terminal continuity test failed, up/ down pulley wire worn, right/ left pulley wire worn, fluid invasion in pve connector, control body severe corrosion inside, core corroded, shield cover corroded, staycoil holder bracket corroded. The device will undergo repairs including the following components and be returned to the customer once completed: distal end assy w/tubes & cmos assy, segment staycoil assy, staycoil collar, rl pulley assy, ud pulley assy, bending rubber, adjusting collar, connector frame assy, pcb for driver (cmos), mecha-base plate, x-ring (1.8x19.6) gray, remote control button (1). The endoscope is awaiting repair and approved by final qc as of 24-nov-2021. Model ec34-i10cl, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 17-nov-2021, a device history record (DHR) review for ec34-i10cl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 24-jan-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-jan-2020. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information. D4:unique identifier (UDI) . G4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: customer reported no video/error msg, scope not conn. The customer stated the user receives an error message, cannot connect to processor. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the lg cable connector fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the lg cable connector. In addition, we confirmed that the lcb distal cover glass incorrect, the lg cable connector corroded, the lg cable connector fluid damage, the objective lens unit cracked, the lg cable connector corroded, the suction channel resistance, and the lcb distal cover glass dust; however, they are not the main cause, and/or irrelevant to the alleged complaint.